Manufacturer narrative:
B3 - date of event is estimated. A patient experienced ineffective stimulation/ therapy and pain at the ipg site was reported to abbott. The physician opted to change lead location to l-4 from l-5 and add an s-1 right side lead where patient was complaining pain was highest from right knee to top of right foot. The ipg was replaced and implanted to opposite side and placed deeper into fatty tissue to prevent issues and or infection from occurring. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number:(B)(4). It was reported patient was experiencing pain at the ipg site following a fall. The patient noted experiencing sensitivity to the lead stimulation and ineffective coverage. As such patient underwent surgical intervention where the lead was replaced, and an additional lead was placed for better coverage. Ipg was replaced and moved to the other side and put in deeper. This addressed the issue.